Event description:
It was further reported in (B)(6) 2010, the patient was diagnosed with non q-wave non-st segment elevation myocardial infarction (nstemi). In (B)(6) 2012, the 99% stenosis that was noted in the mid right coronary artery and was treated with placement of a 3.50 x 12 mm promus stent, resulting in 0% residual stenosis.

Event description:
(B)(4). It was reported post a stenting treatment procedure, the patient experienced chest pains and a myocardial infarction. In (B)(6) 2010, the patient presented with unstable angina and cardiac catheterization was recommended. The 80% stenosed and 8mm long target lesion was located in the proximal right coronary artery with a reference vessel diameter of 3mm. The target lesion was treated with direct stent placement of a 12x2.25mm taxus liberte atom stent, resulting in 0% residual stenosis. In (B)(6) 2012, the patient presented with cardiac chest pains and was hospitalized the same day. The following day the patient was diagnosed with arc definition myocardial infarction, event was considered to be resolved without residual effects. The following day a 99% stenosis was noted in the mid right coronary artery and was treated with placement of an unknown manufacturer's stent, resulting in 0% residual stenosis. The following day the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Event description:
It was further reported the target lesion was in the saphenous vein graft to distal right coronary artery.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).